Manufacturer narrative:
Additional information received by the customer has identified that this event has been already reported under 1020279-2019-02282. The new information confirms that this is a duplicate complaint, therefore, if further details are provided in future confirming the opposite, our files will be updated accordingly and a further report will be submitted outlining both events details and our investigations performed.

Event description:
It was reported that a revision surgery was performed due to pain and mid flexion instability.